Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported an increase recharge need, changes in stimulation, and that the battery started to get hot when recharging. Factors that may have led or contributed to the issue included the battery depleting at least once. Reprogramming was tried, but the battery was replaced. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3550-29, product type: accessory.

Event description:
Additional information received from the representative reported no traumas were noted and changes in stimulation included "zolting" without any movement. It was noted that recharging lasted 4-5 hours every second day and there was no heating but an unpleasant feeling near the battery. No settings or programs were changed prior to the issue, the problem started by itself. Impedances were all the time on the same level (approximately 400 ohms). Settings were noted as electrode 0 was zero and electrode 1 plus and programmed 0-8 volts with the consumer using 1.1 volts, rate 500, 500 pw, and continuous. The consumer had no change with reprogramming prior to explant, still had unpleasant "zolting" going on.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis of the ins, model 97714, serial no. (B)(4), found ins functionally okay with insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.